Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Technical support identified the issue as user error during the loading process and assisted the customer in filling the tubing to remove air from the cartridge, which could affect insulin delivery. The customer was educated on ensuring gaps or air bubbles are removed from the cartridge and tubing during the fill tubing step, and they resumed insulin delivery